Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 237 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump passed the self test. Unable to perform further testing as the customer did not have an infusion set or reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.